Event description:
It was reported that the patient experienced a "tingling sensation with stimulation." It was further reported that the patient received therapeutic coverage, but did not like the "tingling sensation he felt." It was also reported that the patient "did not feel the stimulator like he did during his trial." The patient's device was reprogrammed on (B)(6)2011. It was reported that the reprogramming sessions had "not been helpful" and that there was "no improvement." Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3550-39, lot# n296940, implanted: (B)(6) 2002, product type: accessory. (B)(4).

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3550-39, lot# n296940, implanted: (B)(6) 2002, product type: accessory. (B)(4).

Event description:
Additional information received reported that the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).